Manufacturer narrative:
(B)(4). G2: report source france customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient presented after a fall in the bathroom with difficult mobilization and thigh hematoma approximately 3 months post implantation of a femoral plate. X-rays showed a plate fracture, and the patient underwent a surgery for cure of iterative pseudoarthrosis and plate osteosynthesis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d6a, d9, g3, g6, h2, h3, h6, h11. The product was returned for investigation, and the issue can be confirmed: the plate is fractured into two parts through a screw hole. The surface of the plate that does not face the bone exhibits some scratches but is otherwise inconspicuous. The bone-facing side of the plate has some dents near the fracture line. The features of the fracture surface indicate a force (ductile) fracture. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provide and reviewed by a radiologist. Ap imaging of the right femur shows a right total knee arthroplasty, along with a lateral side plate and screw fixation device. Mild radiolucency is noted between the plate and the proximal femoral diaphysis. A single screw is visible near what appears to be an oblique fracture of the distal femoral diaphysis. Subsequent ap imaging of the right femur reveals a fracture of the lateral plate and screw fixation device at the level of the patient¿s distal femoral diaphysis fracture, with a single screw remaining within the femur. The evaluation is otherwise limited. The fit and alignment of the implants appear appropriate. However, the lateral plate and screw fixation device eventually fractured at the site of the distal femoral diaphysis fracture. Follow-up imaging confirms the hardware fracture in this region, likely due to trauma and instability at the fracture site. Based on the available information, the reported event can be confirmed and most likely attributed to the fall of the patient. However, due to lack of available data, it is not possible to determine a sequence of event between the fall and the fracture. With the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.